Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, h6: the system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that when the account took spins for the case, it failed a couple of times. For the first spin for the case, the navigated spin did not transfer with the automatic registration. They spun again, which worked. After the surgery, for the post-op spin, the system failed to transfer a navigated spin again. Delay information was not provided. It was unknown if there was an impact to the patient.

Manufacturer narrative:
H2 additional information: section d and e were updated. H3, h6: a software analysis was initiated. The logs were reviewed. The logs captured were: two application sessions for the issue date. The second session captured "ptreader error" during the imaging system exam transfer. This issue was consistent with a known software issue. Analysis found that the issue was related to the software. Codes c10, d18 and previously reported code b01 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.